Event description:
A malfunction code was reported by the customer, indicated as malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump; however, the malfunction code recurred, leading technical support to arrange a replacement. The customer was informed to use manual daily injections (mdi) as a backup therapy and instructed on how to store and return the faulty pump to tandem.